Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The spouse reported that since the placement of the tubing, the area around the insertion site was irritated and red. On 19 aug 2024, the patient experienced incontinence and was brought to the urgent care facility in which a culture was performed (type and results were unknown). It was reported that the patient was prescribed keflex for seven days due to the stoma site redness and irritation.